Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was investigated by olympus medical systems corp. (Omsc). No abnormalities such as breakage or a kink on the tube were confirmed by the attached picture of the device with the same lot number. Therefore, the reported phenomenon was not confirmed. This event has already occurred in the past. Based on the result of a previous similar complaint investigation, it is possible to predict the cause of the reported event. Therefore, it was determined that the investigation by using equipment of similar structure or similar equipment was not necessary. The device history records below were reviewed for the lot. The review revealed the lot had passed all the event-related inspection items. Nonconforming product report the device was not retuned for the investigation. No abnormalities were found in the device history record. No abnormalities that could lead to the reported phenomenon were confirmed by the attached picture. Therefore, the phenomenon which was pointed out could not be confirmed. However, based on previous similar cases, we suppose the shaft was broken due to the handling in the facility, for example, removing the device from the endoscope too quickly while the shaft was being kink. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report has not been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the scope technician that during reprocessing a radial scope (gf-ue160) using the subject device, the plastic from the olympus brush was shearing off in the sink. The scope technician changed to another device. It was reported that it was advised to ensure brush was pulled out of the channels straight and not on an angle. There was no patient injury reported.